Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing, resulting in an inappropriate shock. Technical services (ts) noted this s-ICD has been programmed to alternate vector since implant, with no issues up until now. The patient would be contacted to follow up in the clinic for testing. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.